Event description:
Purchased a withings - bpm connect automatic blood pressure monitor; model wpm05-all-inter. The blood pressure readings compared with the readings at my cardiologist are 20% off. I have raised the concern with the company and ask to exchange for a new machine. They are not willing to consider the exchange. Hence, I am raising the issue with the FDA. If the machine misreads the blood pressure levels to that extent, either the unit itself is a lemon (which I suspect) or the machine is poorly designed. FDA safety report ID# (B)(4).